Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to prime test, excessive no delivery test and occlusion test or verify alarm and prim/fill anomalies due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 245 mg/dl. Customer states they are unable to exit the preparing to prime loop. The customer reported that the drive support cap appears to be normal. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.